Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level went as high as 486 mg/dl. Customer attended a christmas party and their blood glucose continued to rise. Customer and the nurse at school advised they are aware of the reservoir units listed in the insulin pump status screen. Customer declined to speak to the 24 hour helpline in regards to their high blood glucose stating it could be a combination of both their habits and the basal rates.